Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/19/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Could you please provide the lot number? Was there any alleged deficiency with the device as a contributing factor in the "signs of a small urine leak" reported by the surgeon? Was any surgical or medical intervention required to treat the "signs of small urine leak"? If so, please specify. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture unraveled, and it is not known how the procedure was completed. The surgeon opined that there were signs of a small urine leak, but the patient is doing ok. No device will be returned. Additional information was requested.